Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed two black lines and would not advance further upon powering on," was not confirmed during the functional testing and the archive data review. The customer-reported complaint was not reproduced during the testing. In addition, the customer reported that the "red light on the corner of the display was lit." Per design, the red alert led lights whenever a user advisory, fault, or system error condition exists for the platform. However, the customer did not report any user advisory, fault, or system error. Upon visual inspection, no physical damage was observed. The archive data indicated that the autopulse platform was not powered on or used on the reported event date (january 20, 2023); however, multiple "under-voltage <18v" messages were recorded around the reported event date (january 17, 2023). In addition, further review of the archive indicated multiple user advisory (ua) 17 (max motor on time exceeded during active operation) on (B)(6) 2022, and (B)(6) 2023. The observed error messages are unrelated to the customer's reported complaint. The autopulse platform failed functional testing due to ua17 displayed upon powering on, unrelated to the customer's reported complaint. Further testing revealed that the root cause of ua17 was a seized brake gap, which couldn't be cleaned or adjusted. The drive train motor needs to be replaced to address the ua17 message. Also, it is possible that the seized brake gap could have added more stress and triggered the autopulse to display multiple "under-voltage <18v" messages observed in the archive. The archive review revealed that the customer performed daily checks, and the storage condition is unknown. Daily device checks are required per user manual to help prevent the brake from seizing. Also, storing the autopulse in a low-humidity location could help prevent the brake from seizing. Zoll is awaiting customer approval for service repair.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform ((B)(4)) displayed two black lines and would not advance further upon powering on. The customer stated that the red light on the corner of the display was also lit. The crew tried to troubleshoot by testing it with three fully charged autopulse li-ion batteries; however, the issue persisted. No further information was provided. The patient use information was requested, but no additional information was provided.